Event description:
It was reported that the customer had high blood glucose and became ill. The blood glucose reading was 480mg/dl then decreased to 280mg/dl after treating with a manual injection. Later the value continued to increase and the customer was semiconscious; the customer was rushed to the hospital. It was mentioned that the reservoir was removed from the reservoir compartment and found insulin on the insertion part of the reservoir. It was also stated that the reservoir and infusion set connection was loose and wet; insulin from the reservoir leaked. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage or occlusion noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.